Event description:
Routine ICD check revealed prolonged charge time of 24.77 secs. Medtronic technical svc co was notified. They advised replacement asap. During implant dates of 12/96 to 12/98, this model# showed prolonged charge times. Anything over 21 secs to be replaced. Increase from 13.5 secs to 24.5 secs in 4 mos. Replacement of ICD, due to premature end of life.